Manufacturer narrative:
A ge rep evaluated the system and adjusted the mag2 for correct sizing and the image intensifier grid voltage to make the actual vs viewed image sizes less than 4%. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported mag2 actual image size exceeds viewed image size by greater than 4%. No pt injury was reported.